Event description:
It was reported that during an unknown procedure, the threaded stud broke on the instrument. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
The analysis results confirmed that the hand piece was returned 4-40 stud broken and with the mount loose. No testing could be performed due to the returned condition. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The evaluation revealed that the causes that may contribute to the broken 4-40 stud are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. The batch record was reviewed and no anomalies were noted during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted.